Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device was returned for repair for the issue of abnormal noise. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The results of the investigation were as follows: · the investigation was conducted from the information obtained because the device was not returned to the shirakawa factory. · the phenomenon pointed out is an abnormal noise, but there is no information on where or how much the noise is coming from, or how often it is heard. · information such as the usage environment is unknown. · the phenomenon was not reproduced in the estimate inspection. The root cause could not be identified, but a probable cause is foreign matter had temporarily entered the fan. Olympus will continue to monitor field performance of this device.

Event description:
Attempts were performed to obtain additional information, but no response was received from the customer.